Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: peeling of the coating of the ig insertion tube comes off, (1mm2 or more). Based on the results of the investigation, it is suggested that the probable causes are likely due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that peeling of the coating of the ig insertion tube comes off, (1mm2 or more). There was no patient involvement.